Event description:
The following was reported to hamilton medical ag: "continuous alarm without visible alarms or logging tfs in the eventlog, screen remains black. The c1 screen lights up normally when tested on another c1 unit. After replacing the control board,the issue was resolved." No patient involvement. Although, no patient involvement was reported, hamilton medical's initial assessment of the case showed an "ambient" in the log files. Patient involvement has not been confirmed by the customer. But the ambient is visible in the log file and seen as critical if it were to recur. Due to these unknown circumstances and an ambient mode listed in the log files, this case is assessed as reportable.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation: local service engineer identified control board as defective component. Replacement of this part resolved the issue. Device passed all tests and returned in use.